Event description:
It was reported that the patient's lead had high impedances and was disconnected from the ipg header. Surgical intervention was undertaken on (B)(6) 2025, and the lead was reinserted into the ipg, resolving the issue.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.